Manufacturer narrative:
Concomitant product: product ID 8578, serial # (B)(4), implanted: (B)(6) 2013, product type accessory; product ID 8637-40, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type pump. (B)(4).

Event description:
On (B)(6) 2015, information from a healthcare provider (hcp), received via a company representative, regarding a patient who was receiving dilaudid (20 mg/ml) at 5.2 mg/day (lot number unavailable, dates of therapy not reported) via an implantable pump. Indications for use included spinal pain and failed back syndrome. Medical history included hysterectomy, bladder suspension, carpal tunnel release, hernia repair, fusion t10-s1, left knee replacement, and fusion c4-7. Concomitant medications included atenolol, omeprazole, and aspirin (dose, route, and dates of therapy not reported). On an unspecified date in (B)(6) 2015, the patient was successfully refilled. On an unspecified date in (B)(6) 2015, the patient fell. Subsequently, the pump had flipped upside-down, likely after the patient fall. On (B)(6) 2015, during surgery to flip the pump right-side up, the physician noted large amounts of rusty-colored tissue underneath the pump upon opening the abdominal incision. The physician decided to explant the pump and send tissue for culture and sensitivity (c<(>&<)>s). The pump was discarded by the physician. Aspiration of the catheter access port (cap) returned no cerebrospinal fluid (csf). Expected residual volume (erv) medication was withdrawn from the drug reservoir. There was no spontaneous retrograde csf flow, and the catheter was ligated off. The patient was subsequently admitted to the hospital for intravenous (IV) antibiotics and pain control. As of (B)(6) 2015, the patient's status was "alive - no injury," it was unknown if the issue was resolved, and the hcp had no further information. Additional information regarding clarification of the rusty-colored tissue underneath the pump (device issue, therapy issue, or procedure issue), result of the tissue sent for testing, as well as cause and resolution of the rusty-colored tissue underneath the pump was requested. Additional information was also requested regarding the reason for the cap aspiration, cause of the failed cap aspiration, cause of "no spontaneous retrograde csf flow, determination of which catheter segment was involved, and any subsequent interventions with regard to the catheter or infusion system was also requested. If additional information is received, a follow-up report will be sent.